Event description:
A cartridge change error was reported for the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to remove the cartridge, inspect the o-ring, and reinsert it, successfully completing the loading process and resolving the issue. No additional information was received regarding the outcome of the event.